Event description:
Dealer stated allegedly the display gets hot, also stated the unit allegedly may have had some physical damage to the unit. Lcd screen is out. Unit is not under warranty. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsi-cg, serial number/date code (B)(4) is approximately 2 years 2 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.